Event description:
The nurse of a (B)(6), male, pt, called zoll customer support to report that the pt was receiving "add/replace gel" messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add/replace gel messages) has been confirmed. Upon investigation, the distribution node (dn) to the rear therapy electrode (te) cable was severed from the dn. In addition, the dn to front te cable was pulled from the strain relief. The damaged cables caused the add gel messages. The root cause of the damaged dn to rear te cable was unable to be positively identified, but was likely physical abuse. The root cause of the damaged dn to front te cable could not be positively identified, but was likely excessive force while pulling on the cable. No adverse event resulted from the damaged electrode belt cables. The pt received a replacement electrode belt.